Manufacturer narrative:
Exact date unknown, event occurred couple of months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate, undesired and overstimulation. It was noted that the stimulator was switching off on by itself. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by facility.